Event description:
The customer reported his blood glucose history is as follows: bg (mmol/l): 10.6, (mg/dl): 191; bg (mmol/l): 15.2, (mg/dl): 274; bg (mmol/l): 12.9, (mg/dl): 232; bg (mmol/l): 13.9, (mg/dl): 250. There were no exact times, carbohydrate counts or insulin dosages provided. The pod was then removed and he noticed the cannula was kinked. He gave a manual injection of insulin with an insulin pen (exact dosage was not provided).

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.